Manufacturer narrative:
UDI not required. Legal manufacturer: hcs (B)(4). The user refused the repair quote. This reported fault was not repaired.

Event description:
The ge healthcare service representative reported the unit had a broken adjustable pressure limiting valve resulting in a loss of ability to manually ventilate. There was no report of patient involvement.